Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor fault - 2001" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress and troubleshoot testing without duplicating the report. An internal inspection found debris in the flow screens. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.